Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance's noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: "rupture".

Event description:
Patient and healthcare professional reported "rupture". Imaging occurred which confirmed "possible intracapsular implant leak". This record is for the right side. Device has been explanted and replaced. "Implant leak" was observed during explant surgery.